Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda and tissue injury were unable to be determined. The reported recurrent mr was a cascading event of the reported slda. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6 health effect - impact code 4614 was removed.

Event description:
N/a.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4. A mitraclip nt was advanced to the mitral valve and implanted. The mr was reduced to grade 1. On the same day post procedure, a transesophageal echocardiography (tee) was performed and revealed recurrent mitral regurgitation with grade 3-4 and that the clip had detached from the posterior mitral leaflet and remained attached to the anterior mitral leaflet (single leaflet device attachment/slda). It was noted that it was possible that the pml was torn. It was later reported that the patient had underwent mitral valve replacement surgery on (B)(6) 2023 and the clip was explanted. No additional information was provided.